Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera head was returned to the original equipment manufacturer (OEM) for evaluation. The OEM discovered that a mechanical shock to the camera head damaged the stage assembly, thus resulting in the vision issue experienced by the customer. The da vinci surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci system to be unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff was unable to focus the camera. With the assistance of an isi technical support engineer, the site attempted to troubleshoot the issue by changing the camera cable; however, the vision issue remained. The site could hear the motor running and attempted to work with the focus assembly without success. The patient was under anesthesia approximately 1 hour and the port incisions were made when the surgeon made the decision to abort the planned surgical procedure.